Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual condition. The device was tested and it was cycled, fed, and formed all the remaining staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hernia repair procedure, the staples would not hold. The staples did not close on the tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.